Event description:
A report was received that the patient will have a lead revision to remove a lead that is sitting on a nerve root and is causing the patient pain. A cat scan was done by the physician, which showed that a lead has slipped anterior and is sitting on a nerve in the patient's leg. The patient's lead was removed and replaced with a paddle lead. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.